Event description:
The patient came into the emergency room on three separate occasions because mom reports that the gastrostomy button keeps falling out. The current device that was removed on the last emergency room visit and upon inspection was found to have a broken balloon. A new button was placed and the balloon was filled with 6 ml. Lot number of new button is aa2199f11, expiration date 2014-07. It is likely that this was the same info on the other tubes, but cannot be sure. This is a size 18 fr, 1.5 cm gastrostomy feeding tube. Reference number 0120-18-1.5.the physician fills the balloon with normal saline. The educator for the general pediatric population states that in the hospital sterile water is used to fill the balloon. We are unsure if the parents checked the balloon volume weekly. Seizure meds & feedings were given through the tube. There does not seem to be an increase in this kind of event per the general pediatric educator. The original tube had been placed >1 year ago. Another tube was placed and the patient had to be held down by multiple staff in order to get the replacement tube in. No other harm or change to the patient's plan of care.